Event description:
The patient reported that the v-go devices are not sticking to patient body and have fallen off several times since starting in (B)(6) 2021. The patient stated that she applies the v-go devices to her stomach, tried the back of her arm and uses an alcohol swab prior to applying the v-go.